Manufacturer narrative:
According to the practitioner two implants are lost (loss of osseointegration) after implants have been restored. Two implants have been placed in 24 and 14 positions on (B)(6) 2016 and removed on (B)(6) 2017.

Event description:
Two implants are lost (loss of osseointegration) after implants have been restored.